Event description:
It was reported to medtronic minimed that the customer experienced a low battery alarm ("insert battery") and physical damage to the insulin pump at battery compartment after it was dropped. . The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not completed for short battery life as the customer declined or was unable to proceed. Physical damage to the pump impacted pump functionality. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 95.0 received the lowbatteryalert (104) on 06/12/2025 19:19:00 faster than expected at 6.86 days. Battery cycle 91.0 received the lowbatteryalert (104) on 06/01/2025 09:19:00 after more than 7 days at 11.54 days. Battery cycle 89.0 received the lowbatteryalert (104) on 05/20/2025 20:15:00 after more than 7 days at 11.06 days. With reference to the baat tool instructions, the customer experienced an unexpected battery power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case (battery tube), and scratched case. Unexpected insert battery message was not confirmed during analysis. Unexpected low battery alert was confirmed and customer experienced an unexpected power loss of less than 7 days per the pump history records, problem isolated to the electronic stack. Crack on the battery area was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.